Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had a cosmetic damage and it was exposed to moisture. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. Device received with damaged serial number label.